Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy developed peritonitis on (B)(6) 2024. There were no reported allegations that the event was related to fresenius products. Rather, the rn was ordering manual pd solution. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose not provided) on an outpatient basis. The patient is reportedly recovering from peritonitis event and continues pd with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.